Manufacturer narrative:
(B)(4). Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure, as performed in this case. The root cause of this event cannot be conclusively determined with the available information. However, the event in this case was likely due to procedural related factors. The subject device is not available for evaluation as it was discarded. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23mm pericardial aortic valve was explanted at implant due to significant paravalvular leak (pvl) noted at the left and right stent posts. Initially, the aorta was opened with an oblique aortotomy and the valve was excised. There were two calcium shelves on the ao (supra-annulus) that had to be debrided. A small divot in the annulus was repaired with a non-pledgeted suture. The annulus was sized with 21mm and 23mm sizers. Further debridement was performed on the aortic wall. Three simple sutures were placed and the valve was prepared and implanted per the IFU. Initial inspection showed a small gap near the right and left cusps. A repair stitch was placed from the outside of the ao in. No other issues were observed and the aorta was closed. Tee inspection revealed significant pvl at the left and right stent posts. The valve was explanted and replaced with a 23mm non-edwards valve as the patient had been on the pump for over six (6) hours and was not doing well. When trying to get patient off the pump there was a blood clot seen floating around in the left atrium. It was removed via left atrial appendage. The patient was noted to be in critical condition with an iabp in the ICU post-avr/CABG and expired soon after.

Event description:
Initially, the aorta was opened with an oblique aortotomy and the valve was excised. A small divot in the annulus was repaired with a non-pledgeted suture. Per the medical records, the annulus was mildly calcified and was debrided. The stj and particularly the areas above both the left and right coronary ostia had a fair amount of calcium that required debridement. The annulus was sized with 21mm and 23mm sizers, and was found to be 23mm. Three simple sutures were placed and the valve in a supra-annular position. No areas of the annulus were visible and the valve seated with no issues. The balloon was inflated to 4.5 atm and held for 10 seconds. The three sutures were then tied down. There was one area that the valve did not appear to be seated properly in the region of the right coronary cusp. Initial inspection showed a small gap near the right and left cusps. A repair stitch was placed from the outside of the aorta. No other issues were observed and the aorta was closed. Tee showed a large left atrial thrombus that had likely detached from the known apical thrombus. It was decided to re-cross clamp and the thrombus was extracted via left atrial appendage. Tee inspection revealed severe pvl at the left coronary cusp and noncoronary cusp. An attempt was made to wean the patient off bypass, but failed due to the severe aortic regurgitation. The decision was made to cross-clamp for the third time. The 23mm aortic valve was explanted and replaced with a 21mm aortic valve as the patient had been on the pump for over six (6) hours and was not doing well. The 21mm valve was lowered into place and sutures were tied down with a cor-knot device. After removal of the cross-clamp, the patient showed poor biventricular function. The aortic valve showed no evidence of pvl. Attempt was made to wean the patient from bypass with the help of extremely high doses of inotropic and pressors. The patient's blood pressure did not tolerate this for any length of time. An iabp was then placed and patient was able to come off of bypass. It was also noted that CABG x3 was performed. The patient was taken to the ICU in critical condition. The patient experienced post operative cardiogenic shock on pod #1. On pod #2, the patient became very unstable on max dose vasopressors and expired.